Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the device was manufactured from november 15, 2019 - november 18, 2019. H10: the actual device was received and the evaluation was completed. A visual inspection was performed using the naked eye which found fluid inside the bag that contained the sample. When the unit was removed from the bag, the cause of fluid inside the bag was found to be the untightened blue winged cap. Functional testing was performed by filling the device with green colored water. After fill, the blue winged luer cap was hand tightened. The sample was monitored until the next day and no signs of leak were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked from the unknown location during filling. There was no patient involvement. No additional information is available.